Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the white plastic pad of shears was broken. The case with a new disposable shears. There were no adverse consequences to the pt. The pt is in good condition after the case.

Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.